Event description:
Labor and delivery pt - either 25 or 27 gauge skin wheal needle broke off while performing the skin wheal, requiring incision to retrieve the needle.

Manufacturer narrative:
Device is a bulk, non-sterile disposable hypodermic needle included in an unspecified b braun kit, specific needle catalog and lot number are not known but are believed to be either catalog 301658, 27g x 1 1/4", lot 25g 0321242 or catalog 303010 25g x 5/8" lot 0183336, or 0210958. No add'l info involving the event is available.